Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed high capture threshold and under-sensing exhibited by the right atrial lead. The patient was brought in for revision where fluoroscopy revealed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, sensing issue, and failure to capture. As received, a complete lead was returned with its helix fully extended and within product specification for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of a sensing issue and failure to capture were not confirmed.